Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received crack at battery compartment due to usage impacting battery life drainage. The event involved product(s) mmt-1885. The customer reported no adverse event. Troubleshooting was performed and understood that the crack near battery compartment, when tightening the battery cap the crack becomes bigger and is impacting the pump functionality. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No harm requiring medical intervention was reported. Product return is expected for mmt-1885.

Manufacturer narrative:
The pump was received with intermittent during power up display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test or verify low battery alarm due to the blank display.thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range or during a complaint call that might have triggered the reason complaint. Battery cycle 2.0 received the lowbatteryalert (104) on 09/08/2025 07:35:21 after more than 7 days at 53.65 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. The blank display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rail, serial number label missing and pillowing keypad overlay. Unable to verify battery power loss due to intermittent black out display/blank display due to moisture damage on the electronic assembly (pcba 1 and pcba 2) and cracked battery compartment is confirmed for additional information regarding the tests performed refer to (B)(4) ¿appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.